Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and the irrigation was inadequate. During the chronic atrial fibrillation (caf) procedure, all of the holes of the catheter could not spray out saline normally. The catheter was changed to another one to complete the procedure. There was no patient consequence. This event was originally assessed as not reportable because intermittent or low irrigation is highly detectable by the physician and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2015, the biosense webster (bwi) failure analysis lab discovered a cut on the pebax and the catheter helix was broken and is exposed through the pebax damage. This damage is indicative of a reportable event as the catheter integrity was compromised. This event was originally considered non-reportable; however, bwi became aware of the returned product condition on (B)(6) 2015 and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2015 because this is when the damage was discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and the irrigation was inadequate the returned device was visually inspected upon receipt and the spring (helix) was found stretched inside the clear sensor sleeve (pebax), however during a second visual inspection of the helix it was found broken and the pebax shows pinhole damage. It is likely that the pebax and the helix spring broke during transportation of the product from decontamination site to the failure analysis lab. Scanning electron microscope (sem) analysis results showed that the external surface exhibited no evidence of damage surrounding the edge of pinhole. The helix surface presented no evidence of damage that could be related to the helix condition. A lab sample catheter was used to reproduce the damage on the helix. The catheter tip was bent several times in order to reproduce the helix damage even though during this process the damage was reproduced, there was no damage observed on the pebax surface. It can be concluded that the damage found on the helix was due to external force. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent pebnax damage from leaving the facility. In addition, the catheter connector was no longer attached to the barrel. It was noticed that polyurethane glue was present at the connector. Per the reported complaint of the irrigation issue, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).